Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device le6736 batch number, and no non-conformances were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any additional tissue damage as a result of searching for the needle piece? Device return follow up. This medwatch report is in response to receipt of maude event report mw5093154.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. While closing the fascia, ¿snap" was heard and when pulling the suture out, only half of the needle was still attached. Since unable to visualize the broken needle within the incision, fluoroscopy was performed, and the identified needle was removed. There were no patient consequences reported. Additional information has been requested.